Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-13155, 2017865-2021-13158. It was reported that a patient's pacemaker system, including the pacemaker, atrial lead, and right ventricular lead, was explanted on (B)(6) 2021 due to endocarditis. The patient died a few weeks after the explant procedure on (B)(6) 2021 due to an unknown reason.